Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii, us, mr 3.0x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage to distal struts: lifted, bunched and overlapping. The undamaged proximal stent outer diameter was measured and result was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Stent crimp force, crimp temperature and the maximum crimped stent profile for the device all meet the specification. The balloon was inflated using a hand held encore inflation device. The stent deployed successfully at 10atm with no issue. The balloon inflated to rated burst pressure (rbp) and no issues were observed with the balloon wall. The balloon deflated in 16 seconds which is within deflation time specification. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no issues with the proximal bond. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 28-jul-2017. It was reported that stent failed to deploy. A 3.00 x 20 synergy ii drug eluting stent was advanced to treat the lesion. However, the stent would not deploy. The device was removed and the procedure was completed with another with same device. No patient complications were reported. However, returned device analysis revealed distal stent damaged.